Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6; h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube (thermistor) was broken a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was that the outer tube (thermistor) had broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had anti-fogging function error code err e104. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.